Event description:
It was reported that during a lap procedure, part of the tissue pad fell off the device. The pieced did not fall into the pt. The customer used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.